Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional devices listed in this event: catalog: 5530-g-513 description: triathlon cr x3 tibial insert lot: mhka64 ; catalog: 5526b500 description: triathlon prim bead pa sze5 bp lot: sp6ds1 ; catalog: 5517f502 description: triathlon p/a cr beaded #5r lot: splal . At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that patient's right knee was revised due to pain in anterior knee. A patellar implant and insert were revised.

Manufacturer narrative:
An event regarding pain involving a triathlon patella was reported. On review of the provided photo damage of the patella was confirmed. Pain was not confirmed. The device was not returned however a photo was provided which noted damage to the poly component of the patella. The device was otherwise unremarkable. A review of the provided medical records by a clinical consultant was rejected stating need revision reports, histopathology reports, examination of the explanted components, serial x-rays, and office/clinical notes. The photograph suggested bony ingrowth on the patella and damage to the insert. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain in anterior knee. A patellar implant and insert were revised.